Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) was advised by clinical territory associate (cta) that the customer¿s setup during the next procedure did not have the drifting problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to possible drape issue.

Event description:
It was reported that the customer contacted a technical support engineer (tse) and reported that universal surgical manipulator (usm1) and usm2 were drifting. The customer was not in the room and did not know if it was during or before the case. The customer would like the field service engineer (fse) to look at the usms. The tse advised the customer to make sure the drapes were not too tight on the usm. The procedure was completed with no reported injury.